Manufacturer narrative:
The ge svc rep conducted an on site investigation. The left monitor was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not show an image on the left monitor. No pt injury was reported.